Event description:
It was reported that while slitting the catheter, the end of the inner catheter was pulled off and that the physician had difficulty slitting the catheter. The catheter was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): no anomalies were found, however it was noted that the catheter was returned spirally slit (technique issue). The shaft was separated at the hub, and the shaft was kinked at various locations, with blood visible on the shaft. The catheter was damaged at implant; full catheter returned and analyzed.